Event description:
Patient presented to the physician with a suspected infection at the chest incision site. Physician brought the patient into the operating room, opened the chest incision, flushed the pocket with antibiotic solution, and closed the site. Post-op antibiotics were prescribed after the procedure was completed.